Event description:
It was reported, the pt's ipg site has been painful on occasion when she sleeps. The physician allegedly prescribed her lidoderm patches for the issue. It was reported the physician may perform an ipg site revision if the issue persists. No further info is available at this time.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.